Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two error messages on patient side associated to stirring mechanism that does not start (e05 code) and stirring mechanism that is blocked or too slow (e07 code). The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in grand rapids-kent, michigan. Through follow-up communication livanova learned that the customer canceled the request for livanova technical intervention since the customer biomedical engineer is trained for 3t repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Complaints database review pointed out that no further similar events have been submitted for this unit since its installation in 2015. It cannot be ruled out that mechanical stress due to wear led to the pumps malfunction. Moreover, operative conditions (water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase) could have contributed to the reported failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.